Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported failed volume test which was reproduced during evaluation when the device under infused. Evaluation determined during a visual inspection that the cause was fluid buildup on the fingers and valves. The fingers and valves were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a volume test during preventative maintenance. There was no patient involvement. No additional information is available.